Manufacturer narrative:
Baxter's quality assurance department has reviewed proper procedures with the home pt's wife, in addition to referring them to their nurse for local procedures.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt initiated therapy first, and then hooked himself to the transfer set. Baxter's technical support center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's wife.